Manufacturer narrative:
The product technical complaint investigation and final assessment were received on 12-aug-2014: the bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: the reported events are not indicative of a quality defect per se. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. Due to lack of sample return and any valid batch information the rqu was unable to confirm any quality defect and therefore concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this spontaneous case report refers to a female consumer of not reported age who had inserted essure (fallopian tube occlusion insert) and experienced heavy bleeding, pelvic pain and second coil has migrated behind my bladder.this case is not medically confirmed. Heavy bleeding and second coil has migrated behind my bladder , are considered serious the first event due to hospitalization and the second as medically significant, both are listed according to reference safety information for essure, and regarded as incident since a vaginal hysterectomy and bilateral salpingectomy was performed to remove the coils .the remaining event is listed and non-serious. In the present case was stated that the consumer suffered from heavy bleeding and pelvic pain. She had a dilation and curettage and a total vaginal hysterectomy which removed one coil. On month later, she had both tubes removed and the second coil had migrated behind her bladder and could not be retrieved without the help of a specialist. Based on available information received the events above were assessed as related to essure therapy. Ptc analysis concluded, due to lack of sample return and any valid batch information the rqu was unable to confirm any quality defect and therefore concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit.

Event description:
This is a spontaneous case report received from a regulatory authority (case# mw5036559) in united states on (B)(6) 2014 which refers to a female consumer of unspecified age who had essure fallopian tube occlusion insert) inserted and experienced the following events. In 2013 essure (fallopian tube occlusion insert) was inserted. It was reported that the consumer suffered from heavy bleeding and pelvic pain. She had a dilation and curettage and a total vaginal hysterectomy which removed one coil. One month later, she had both tubes removed and the second coil had migrated behind her bladder and could not be retrieved without the help of a specialist. According to her, essure had impacted her life and health. She stated that another surgery will be done. An injury (hospitalization) was mentioned but not specified and/or assigned to one of the events. Follow up will be requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Company causality comment: this spontaneous case report refers to a female consumer of not reported age who had inserted essure (fallopian tube occlusion insert) and experienced heavy bleeding, pelvic pain and second coil has migrated behind my bladder. This case is not medically confirmed. Heavy bleeding and second coil has migrated behind my bladder, are considered serious , the first event due to hospitalization and the second as medically significant, both are listed according to reference safety information for essure, and regarded as incident since a vaginal hysterectomy and bilateral salpingectomy was performed to remove the coils. The remaining event is listed and non-serious. In the present case was stated that the consumer suffered from heavy bleeding and pelvic pain. She had a dilation and curettage and a total vaginal hysterectomy which removed one coil. One month later, she had both tubes removed and the second coil had migrated behind her bladder and could not be retrieved without the help of a specialist. Based on available information received, the events above were assessed as related to essure therapy. Ptc analysis will be sought.